Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida I, vomiting, nausea, endometriosis, adenomyosis, dermoid cyst, swelling abdomen, fatigue, ulcerative colitis, arthritis, mood disorder, depression, anemia, diabetes, anxiety, bleeding genital, discomfort, ovarian cyst, right lower quadrant pain, mature cystic teratoma and abdominal pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1171 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: right dermoid cyst, excision: mature cystic teratoma. Uterus with cervix and right fallopian tube, laparoscopig hysterectomy and right salpingectomy: unremarkable cervix. Secretory endometrium. Adenomyosis. Fallopian tube with peritubal cyst. Clinical information: pre-op diagnosis: pelvic mass. [Ultrasound scan] on (B)(6) 2015: no change in size; on (B)(6) 2016: there was minimal endometrial fluid at the fundus measuring 7 mm in maximal diameter. Possibly representing a benign cystic teratoma. [Ultrasound scan vagina] on (B)(6) 2017: there is a right ovarian cyst measuring 1.89 cm with a small adjacent cyst measuring 1.27 cm. She has no complaints of pain or discomfort. She states she has not had any further heavy bleeding and is getting her normal monthly menses. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.